Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with an unsigned note that indicated prior to pt use, it was noted that the alarm was "very faint" on channel 3. No tracking info was provided; therefore, no specific pump programming or event details were available. There were no reported adverse pt events while the device was in clinical use. During testing at the user facility, channel 3 of the pump did not sound an audible alarm tone during an alarm condition. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.